Event description:
It was reported that a smiths medical pump alarmed "no disposable clamp tubing." Patient not affected. No air in the line. Rate is 2.3 ml, volume is 62.3 ml, given is 43.75 ml. No further information available.